Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was scheduled to undergo a pocket revision procedure, because the pt was experiencing pain at the pocket site. The physician moved the pocket to a different location. The pt reportedly doing well following the procedure.